Event description:
Narrative: patient was prescribed freestyle libre 2 (B)(6) 2021. Patient stated he was having incongruent readings between with freestyle libre 2 and fingerstick bg readings. Author spoke with patient. Patient endorsed correct applicator/sensor pack construction, appropriate application technique, and appropriate storage of sensors. Patient denied dehydration/water loss/being critically ill during incongruent readings. Patient denies high dose ascorbic acid or salicylic acid use. Patient denies wearing the sensor through MRI/CT/x-ray/hot tub/sauna. Patient was not on dialysis and did not have a pacemaker. He did try replacing sensors but this continued to occur. Abbott did run diagnostics on the reader (according to the patient) which was okay. Blood glucose test strips were not expired. Readings are as below. Date time fingerstick bg reading freestyle libre cgm system reading: (B)(6) 2021 858 am, 126/72; (B)(6) 2021 140 pm 159/112; (B)(6) 2021 102 pm, 320/297; (B)(6) 2021 1020 pm 232/214; (B)(6) 2021 100 am 162/148; (B)(6) 2021 5 pm 97/74; (B)(6) 2021 midnight 127/76. Pt denied any of the above readings being right after eating, dosing insulin or exercising. Pt was switched to dexcom g6 cgm system. Results are as below: date time, fingerstick/cgm: (B)(6) 2021 1019 am, 261/215; (B)(6) 2021 429 am 221/184; (B)(6) 2022 1057 am, 216/191; (B)(6) 2022 7 pm, 287/271; (B)(6) 2022 446 pm 162/145. Suspect drug#1, dosing: use one sensor every 14 days. Dates of use: (B)(6) 2021 through (B)(6) 2021. Diagnosis for use: diabetes mellitus.